Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation and the patient experienced cardiac perforation that required surgical intervention. A drop in blood pressure in the patient was reported while trying to advance the ablation catheter into the aorta. The perforation was confirmed by x-ray with contrast. They noticed the contrast moving into areas where it was not supposed to be. The patient was sent to surgery for medical intervention and was still in the operating room. The physician was unsure what caused the cardiac perforation and thought it may have been the catheter or the sheath when advancing into the aorta. Additional information was received. The event was discovered before use of biosense webster, inc. Products as the catheter was going up from the femoral artery to the aorta. Patient complained of abdomen pain and then their pressure dropped. No ablations were performed in the case. The physicians opinion on the cause of this adverse event was procedure and patient condition. The patient was rushed up to the operating room for cardiac surgery after pressure stabilized and it was safe to move the patient. Patient has improved, but required extended hospitalization as patient had to be supervised to make sure the perforation was stopped. Patient had to go to the operating room twice to stop the perforation. Location of the perforation was iliac artery. Perforation was stopped. Patient was still intubated as pressure was still low; however, it was improving and the physician indicated that the patient¿s condition was improving. The generator was not used. No radio frequency was performed. No transseptal puncture was performed. No evidence of steam pop. The event occurred as they were switching from mapping to ablation phase.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on 13-may-2024, noted a correction to the 3500a follow-up #2 as it stated, ¿additional information was received on 13-apr-2024.¿ it should have stated, ¿the device evaluation was completed on 13-apr-2024.¿

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia ablation and the patient experienced cardiac perforation that required surgical intervention and required extended hospitalization. Additional information was received on 13-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Physician¿s opinion on the cause of this adverse event is procedure and patient condition. The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was received on 18-apr-2024. It was the iliac artery that perforated. Not the heart. Patient needed surgery in the abdomen and it was the thermocool® smart touch® sf bi-directional navigation catheter that caused the perforation as it was off its normal track. Still waiting to hear information about what sheath was being used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).